Manufacturer narrative:
1. DHR/bhr review lot#3262379. 1-the products of this batch were assembled at intima ii auto line 2 in (B)(6) 2023 and packaged at r240 package line and cfs package line in (B)(6) 2023. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the cannula batches used in this batch of products are 3142091 and 3142092, review the incoming inspection results, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for related functional test: rigidity and toughness test of the cannula. The test results are within the product specifications. Please refer to the attachment for test reports. 4. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, further test cannot be performed, and the skin and vein conditions of the patient and the puncture technique of the nurse are unknown, the root cause of the fracture of the needle cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc needle broken. Today, during the process of giving an indwelling needle to a patient, when withdrawing the needle core, the core broke, immediately try to take out the remaining core, calm the patient, and do a good job of explanation.